Event description:
It was reported that during the procedure, after the stent deployed and balloon angioplasty, the patient went immediately asystole. Prior to the balloon angioplasty, the physician gave the patient a 1/2 ampule of atropine. The patient's heart rate was in the 70s. With balloon angioplasty, the patient became momentarily asystolic. At this point the balloon angioplasty has ceased and the balloon deflated. The patient was given the remainder of the ampule of atropine as well as fluid bolus. The patient's pressure responds with the fluid. The patient stay is found to be neurologically intact throughout the procedure and is taken post procedurally to recovery area and subsequent to nil. The condition is not continuing and is resolved.